Event description:
Pt had multilevel cervical "diskectomy" with interbody, ifusion and plating at the hosp in 2003, followed by three ambulatory surgery visits, since 2005, for cervical epidural injections for pain management. Pt was readmitted to this hosp for intractable back pain and had anterior cervical "diskectomy" revision with posterior cervical fusion secondary to pseudarthrosis. The pt progressed well postoperatively and was discharged two days later.